Manufacturer narrative:
Analysis of the device did not identify any malfunctions. The device was received with battery voltage level at its elective replacement indicator (eri). Analysis of the device image (entire memory contents) noted a false eri trigger, consistent with the device pacing in high output mode (hom). The device reached true eri post- explant. Longevity calculations determined that the battery depletion to eri was normal. The pacemaker was functionally tested, and normal device characteristics were noted.

Event description:
It was reported that the device was replaced after reaching its normal elective replacement indicator (eri). During explant, the device stopped delivering pacing due to the use of electrocautery. After the device was removed from the pocket it resumed pacing and was successfully replaced. The patient was stable following the procedure and there were no adverse consequences.